Manufacturer narrative:
The rse evaluated the device remotely. It was determined that this was a malfunction of the som (system on module) pca (printed circuit assembly) the replacement quote for which was offered. The repair/replacement quote expired therefore no work was performed by philips. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device failed the self test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.